Manufacturer narrative:
The device was manufactured from february 3, 2022 - february 4, 2022. The actual device was received for evaluation. The sample was returned to the plant containing 29 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. Furthermore, the device was observed to have an unspecified volume remaining in the device. The event occurred during an infusion of 1800mg piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.